Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient complained of swelling, burning, and redness at pocket site approximately five days post operation. The implantable pulse generator (ipg) system was explanted due to infection. The patient was administered antibiotic treatment. No further patient complications have been reported as a result of this event.